Event description:
Customer reported the monitors will not communicate with the c-arm. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the customer did not connect system correctly. System operates as intended. (B) (4).